Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated at 08:53:23. Motion artifact contributed to the false detection. The pt was conscious and running at the time of the event. The response buttons were not used prior to the event. The pt did not seek medical attention and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 08/2013; electrode belt (B)(4): 11/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.